Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. The getinge field service engineer advised the customer via telephone, that the unit could not be repaired. The customer has removed the unit from clinical use and scrapped the iabp.

Event description:
It was reported that prior to use the cs300 intra-aortic balloon pump (iabp) had a "sensor module failure." Despite attempts to zero the iabp, the error returned. The iabp was switched for another. There was no patient involvement thus, no adverse event was reported.

Manufacturer narrative:
Additional information requested. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a "sensor module failure." Despite attempts to zero the iabp, the error returned. The iabp was switched for another. It is unknown under which circumstances this event occurred. No patient harm, serious injury or adverse event was reported.